Event description:
Customer received an error on her device. The device will not read the code key number. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.